Event description:
It was reported to covidien on 05/04/2009 that a customer had an issue with a needle. The customer reports the user put the needle on the syringe and when they went to use it, the needle cannula broke off. The break occurred at the top of the needle hub. Part of the cannula is still in the needle hub; the remainder was found inside the cap.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.